Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the right ventricular (rv) lead exhibited a severe drop in r-waves. A lead revision was performed and the lead was repositioned with acceptable r-waves. During post implant check, the r-waves had dropped again. The patient was brought back to surgery that same evening and the lead was again repositioned with acceptable r-waves. The lead was rechecked after the second revision and the r-waves were noted to have dropped once more. The lead was checked at the clinic a few days later and the r-waves had dropped even lower. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.